Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (fluid damage).

Manufacturer narrative:
This device is classified as import for export; therefore, 510k is not applicable. Model: eg-2990k is available in the USA with a 510k number: k131902. We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the u/d and the r/l pulley wires fluid damage, the light guide cable fluid damage, the lg cable connector fluid damage, the light guide fiber bundle (lcb) broken, the insertion flexible tube (ift) compressed, the lg prong corroded, the lg prong top corroded, the electrical connector corroded, the nozzle gluing missing, the objective gluing missing, the operation channel leak, the bending rubber leak, the remote control buttons cut, the segment worn out, the r/l lock knob hard to move, and the u/d lock lever hard to move; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report, "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.